Event description:
It was reported that the system 6800 intermittently would not initialize creating delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The single board computer was reseated, and all cables made secure. The system was tested and found to be working as intended, and placed back into service.